Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and a gradual rise in impedance. It was suspected some mineralization might be present on the tip of the ra lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.